Event description:
Rn reported that during treatment with a bm11a device, a pink tinge in the dialysate fluid was observed due to a hemofilter leak with no device alarm. The leak was verified with a hemastick. A new hemofilter was used and again a leak occurred with no alarm. There was no patient injury or medical intervention associated with these incidents.